Manufacturer narrative:
(B)(4).

Event description:
It was reported during insertion of a new system, the atrial lead would not fit into the header of the device. An attempt to insert a new device was unsuccessful as the same issue reoccurred. The lead was removed and replaced with a second lead. The second lead fit into the header but it appeared that there was a kink in the lead body. No external sources were considered as the cause. This lead was removed and again replaced. The patient condition is fine.

Manufacturer narrative:
Please retract this MDR 2938836-2015-28860. The lead is not MDR reportable as it is an ide product.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.